Event description:
Complaint notes: 1 . Device appears to be undersensing on atrial lead. See atrial high rate episode (B)(6) 2023 2. Possible undersensing on ventricular lead. See presenting egm for details. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. Reason for check: syncope (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).